Event description:
The customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After reseating the battery which was loose, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.